Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). The device was received for evaluation. During functional testing, the customer reported issue was reproduced as the device was wrongly detecting tubing in point 3 and 4. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the digital pot setting to be out of range. No-tube calibration was performed to correct this issue. Additionally, the force sensor will be replaced as a precautionary measure. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump showed sensor 3 and 4 detecting the tubing when there was none. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.